Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that the child had been using the pump for a while and when the mom realized the device was not infusing, he was admitted to the hospital. The reason the child was admitted to the hospital and the medical intervention required is unknown.